Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump complete shut off the without warning. The customer did not receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This was the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. Battery cap was not loosed, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm or replace battery now alarm noted during testing or in the device trace download. (B)(4).